Event description:
Caller reported discrepant results on inratio meter vs. Doctor's office inratio meter. Results were: inratio meter inr = >7.5; doctor's meter inr = 2.0. Per home health nurse, observed inr=>7.5 with pt and error 114 on repeat. Pt last tested last week in doctor's office using inratio meter with inr result of 2.0. Pt's coumadin dose was increased from 5 mg to 9 mg. No signs of bleeding or other symptoms. No change in other medications, life style or diet for pt, no procedures, pt not anemic per home health nurse. No issues with fingerstick, always able to obtain sufficient blood.

Manufacturer narrative:
Investigation pending.